Manufacturer narrative:
Cont'd medical devices: 100ml baxter bag ndc 0338-0049-18 lot number p363069 exp oct 18 fentanyl. The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that fentanyl 1000 mcg/100 ml was infusing at 2.5 ml/hr (25 mcg/hr) when a channel disconnect alarm occurred during patient transport from ICU to CT at 1117 am. After the channel disconnect alarm occurred, the nurse pressed ¿confirm¿ and reattached the module. After hearing the click for reattachment, the user restored the prior infusion which was thought to be the fentanyl. A total of 69.4 ml was infused between 1120 am to 1244 pm. At noon the blood pressure was low (94/49), the md was notified, and norepinephrine 8 mcg/min was subsequently started at 1342. At 1244 pm the user found that the infusion which was previously restored was for potassium with a rate of 50 ml/hr; the fentanyl infusion was stopped. The blood pressure at 1400 was 122/65. Over the next several hours the patient¿s blood pressure readings improved and the norepinephrine rate was decreased and then discontinued at 1451. Blood pressure at 1600 was 128/68. No other patient effects were reported.

Manufacturer narrative:
The report of a channel disconnect alarm could not be confirmed as there was no disconnect event recorded in the logs. However, a system error that occurred was replicated. The report of the wrong infusion being restored was confirmed. The pump module recorded a communication error during its infusion of fentanyl with the pcu being powered on unexpectedly a second after the recorded communication error while the system was in operation on main battery power. The pcu event and error log recorded two instances of the pcu powering on unexpectedly, and recording error code 800.8000 after recording a transition fault. Testing replicated the error event when the system was shaken. Visual inspection found two of four battery screws missing. The missing screws secure the side of the battery where its contacts are located that interface with the battery harness assembly. Installing screws in the missing locations securing the main battery resolved the error issue. The investigation confirmed the user restored a prior programmed infusion of potassium after the error incident. The probable cause for the pcu error is two missing battery screws which caused intermittent contact when the system was bumped. The root cause for the incorrect drug being restored is a system limitation combined with the user failing to verify the infusion parameters prior to starting the infusion.

Event description:
The event occurred when the IV pole went over a bump in the hallway. It was noted that the patient had inadvertently received a large amount of fentanyl.